Event description:
Complainant laaeged that during a routine shift check by a clinician the device displayed message codes "status 93, "status 110" and "cannot dump". The complainant indicated that there was no patient involvement in the reported failure.